Manufacturer narrative:
E1; reporter institution phone numbe: (B)(6). E1: reporter phone number: (B)(6). The remote service was provided. Following all the checks carried out, it was found necessary to replace the nbp pump, because the measurements made show a phase shift that exceeds the accepted limits. Philips field service engineer (fse) went to the customer site to replace the nbp pump and passed testing specification. The equipment was handed over to the customer in working order, with the mention of the existing limitation caused by the nbp pump. Based on the information available and the testing conducted, the cause of the reported problem was nbp pump. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. The device was operational per specifications. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.be reopened

Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating that the noninvasive blood pressure (nbp) measurement pump is no longer recording normal values. The device was in clinical use at time of event, no patient or user harm was reported.